Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula fully deployed. The exposed portion of the soft cannula was not found to be kinked or bent. During investigation, the fluid was observed to pass freely through the complete fluid path when conducting fluid path test. A crack was found on the bottom housing of the received pod. It could not be conclusively determined when this damage occurred. But this damage didn't affect the ability of the device to deliver insulin.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide:  model: ust400,  17845-5a-aw rev b 09/17.  Checking your blood glucose:  chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod. When removed from the infusion site the pod's cannula was found bent. As treatment the patient was given a manual injection of between .5 to 1.0 units of insulin and the pod was removed.